Event description:
Related manufacturer reference number: 1627487-2019-07205. Related manufacturer reference number: 1627487-2019-07206. Related manufacturer reference number: 1627487-2019-07207. Related manufacturer reference number: 1627487-2019-07207. It was reported that patient experienced infective therapy. Patient declined to be reprogrammed. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads and ipg were explanted.